Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: a) conduction failure of circuit board inside scope connector due to water that invaded the subject device from leaked location. B) conduction failure of circuit board inside scope connector due to water that invaded the subject device by the following. -stress applied to open venting connector accidentally while device was under water. - foreign material such as fragments of cleaning tool got stuck in valve of venting connector which made venting connector unable to be closed. - water invaded leakage tube by breakage/misconnection of tube, breakage of packing at reprocessor/leakage tester tube, or the like. Invaded water entered scope connector during leakage test. - immersed device in fluid for reprocessing while sterilization cap was attached. - connector cap of leakage tester was attached to wet venting connector. - leakage tester was attached/detached while the subject device was under water. C) failure of ccd unit and/or scope connector internal circuit board by device handling below. -earth wire of system was not connected. -insertion/removal of scope connector while power of system was on. -dirt and/or fluid adhered to scope connector contacts. D) misalignment/kink/breakage of ccd-cable inside due to physical stress applied to insertion section. The instructions for use (IFU) states as follows: "operation manual: important information ¿ please read before use: warnings and cautions: turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Operation manual: important information ¿ please read before use: warnings and cautions: disappeared or frozen endoscopic image: - do not bend, hit, pull, or twist the insertion section, bending section, control section, universal cord, and endoscope connector. The endoscope may be damaged, and water leakage and/or breakage of internal parts like the image sensor cable can result. - before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction. - if air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage. Reprocessing manual: 1.4 warnings and cautions: before immersing the endoscope in reprocessing fluids, confirm that the sterilization cap (maj-1538) is not attached to the endoscope. If the sterilization cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged. Reprocessing manual: 5.4 leakage testing of the endoscope: perform the leakage test: - when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the image of the evis exera iii bronchovideoscope was a purple and green screen and a communication error message was displayed. The event occurred during reprocessing prior to a therapeutic procedure. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and a b30 scope communication error message was displayed. The report is being submitted due to the scope communication error found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in evaluation found the image complaint was confirmed and there was no image after aeration failed. In addition, evaluation found the ID chip had no data, the bending section cover was leaking, the distal end was chipped, the bending section cover had a hole, the light guide lens had deep scratches, the bending section failed the electrical conductivity test, the insertion tube had a dent under the boot, and the scope connector found fluid invasion. This event is under investigation. A supplemental report will be submitted upon receiving additional information.